Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss to the ilet while remaining connected to the dexcom app, after which the sensor automatically reconnected and began displaying glucose values. No adverse clinical symptoms reported. Outcomes included no alerts or alarms requiring action and no medical intervention or hospitalization. User support included troubleshooting and user education regarding transient connectivity and expected reconnection behavior. Investigation of this case revealed intermittent communication disruption between the cgm sensor and the ilet without hardware failure, with normal function restored after automatic reconnection. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss related to communication connectivity, with device performance returning to normal once connection resumed.